Event description:
Per company representative: during the procedure, the physician was not able to deploy the ligation bands. The ligation device was set up properly, red out was achieved and clicks were heard from the handle when attempting to activate. The representative was able to deploy one band once the device was out of the pt. The procedure was completed with another same device.

Manufacturer narrative:
The complaint is confirmed, user related. The device was found to be undamaged, however, the trip wire was found to be unkinked in a region of the wire which would be locked into the handle slot. Testing confirmed that the trip wire could not be properly locked into the handle slot without becoming visibly and permanently kinked. Failure to lock the trip wire into the handle slot would cause the reported condition as the wire slips on the handle spool when not locked into place. This would prevent the ligating bands from being deployed as intended as sufficient force would not be exerted on the pulling loop. The device was functionally evaluated and found to function as intended. The DHR review concluded that there were no ncr's (nonconformance reports) for this lot.